Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported blood was noted dripping down the front of a 5008x hemodialysis (hd) machine from near the red alpha clip during the patient's hd treatment. Blood was not returned to the patient. The tubing and machine were pulled. Upon follow-up, the cm stated the blood leak occurred at 8:30 am during the patient's treatment. It was reported the machine itself had no issues and that it was an issue with the blood tubing. Following the event, the patient's blood was not returned. The estimated blood loss (ebl) was 250ml. The patient was re-setup with new supplies on the same machine and completed treatment without further issue. There was no reported patient serious injury and no medical intervention was required due to the reported event. The cm stated the machine did not produce any alarms and the machine was returned to service. The bloodline was available to be returned for evaluation.